Event description:
It was reported that the customer had high blood glucose levels of more than 300 mg/dl. The customer treated with a syringe. The customer reported that the bolus wizard was not giving her the correct bolus correction. Troubleshooting was done. The customer was not able to complete troubleshooting because they hung up. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.